Event description:
End user alleges being on the porch entering the doorway, when a plane flew overhead. End user's jazzy jumped backwards and went off the porch. End user's sustained seven stitches in the head.